Manufacturer narrative:
A manufacturer representative went to the site to service the system. Replaced mvs ups battery. The system was then fully functional. Other relevant device(s) are: product ID: bi71000615. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system is unplugged from the wall the mvs will shut down and when they power it up it states it was improperly shut down. There was no patient involved.